Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer disconnected from the pump for 15 minutes. Customer received three quick bolus alerts during this time. Review of pump data by tandem technical support showed one quick bolus interaction during this time period. Technical support explained to customer that data showed there was interaction with the quick bolus button; however, customer denied interacting with the pump. There was no impact to customer's blood glucose level as customer was not wearing the pump.